Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified arteriovenous graft in the forearm. A 6.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured at 6atm upon first inflation for 60 seconds. The balloon was then simply pulled out from the patient's body. The procedure was completed with another of the same device. No complications reported and the patient was good.